Event description:
Caller states that the device producted a result of 5.1 inr while a lab drawn within 1 hour read 3.0 inr. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent.